Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
Resmed advised for the device to be returned for service. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).